Event description:
It was reported that during an abdominal plasty procedure, it was not possible to close, device was locked. It was at the end of the surgery. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.